Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s foot was swelling. The caller was unsure if it was related to the implant. The swelling began in (B)(6) 2017. It was further reported on (B)(6) 2017 that there was fluid in the patient¿s knee, as well as the swelling in their foot. The consumer stated that it was unknown if the swelling was related to the device or therapy, but they were assuming that it was. The consumer reported that the patient¿s implantable neurostimulator (ins) ¿went crazy¿ when they were incarcerated; they thought this was due to the security screeners and the other stuff in the prison. At the time, the patient didn¿t have the programmer with them to turn the device up or down. It was noted that the consumer last spoke with the patient on (B)(6) 2017 and thought that the issues were resolved, but they weren¿t sure. No further complications were reported or anticipated. Indication for use is unknown.